Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported at 6pm a primary infusion of tacrolimus (100ml) was programmed to infuse at 4.2ml/hr. For 24 hrs.; however, after approximately 4 hrs. The device alarmed for air in line and the bag was noted to be empty. The pump and tubing was removed and sent to clinical engineering for evaluation. There was no report of patient harm.